Manufacturer narrative:
The investigation into the reported guidewire malfunction has been completed since the original report was filed. The medical center returned the impella pump for benchtop analysis, but did not returned the guidewire which was the component that malfunctioned. Visual inspection found no issues on the pump. The root cause of delivery issue was unable to be determined as guidewire was not returned for review. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male of unknown age and race was implanted with an impella cp for circulatory support. During implant, when the pump was placed, the 0.18 abiomed wire could not be removed as normal and was stuck at the pump. The pump was explanted and a new impella cp was implanted. The patient expired during unsuccessful attempt of implantation.